Event description:
It was reported that during a procedure of the external iliac artery with residual stenosis from a prior percutaneous transluminal angiography, the absolute pro stent was implanted without reported issue. It was noted that the stent delivery system (sds) became stuck with the non-abbott 0.035 guide wire and the two devices were removed as a system from the anatomy without issue. There was no specific reported issue related to this device, however, there was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the delivery system was returned for evaluation and the reported difficulty was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.